Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "pneumatic system: compressor" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "compressor failure - 1001" message and would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (device code). Evaluation results: the device was returned to zoll medical corporation. The customer's report of "compressor failure - 1001" was observed upon initial testing. However, the report could not be duplicated. The compressor was replaced as a precaution. The customer's report of "no power up" was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.